Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was due to exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads of a pacing dependent patient exhibited noise. Both leads were explanted and replaced. The patient did not have adverse effects before, during, or after the procedure and was discharged.